Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "I¿m reaching out to see if you could help me locate the information of a patient's implants." Healthcare professional reported capsular contracture, baker grade IV, and "has constant pain." Record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d4, d6b, g2, h4, h6.

Event description:
Healthcare professional later reported capsular contracture, baker grade I. Device was explanted, found intact and discarded.